Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray could be released after deleting the images from the image visualization system (ivs) pc. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Investigation of logs shows that the image drive intermittently failed to start during the procedure resulting in failure of image transfer from the image acquisition system (ias) to the image visualization system (ivs) application. It was also identified from logs that after image drive failure the application did not recognize it. A reboot of the system did not resolve the issue as the image drive was still undetected by the application. The system entered backup review mode due to a defective image drive on the ivs. In the backup mode, live x-ray with all image modes are available in the image acquisition system (ias). Acquisition images will be transferred offline to the ivs and stored into the database once the ivs is ready. The customer service engineer replaced the complete ivs pc. After hardware replacement there were no further issues reported and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.